Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of prismaflex m100 set had an external fluid leakage in the return line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h6 and h10. H10: the device was received for evaluation. Visual inspection of the set showed the return line was perforated near the return screwed connector and the leak was noted at the line perforation. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.